Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  their controller was dropped in the sink and the stimulation was turning on and off. Pt (patient) said the issue started today. Pt also mentioned they can still turn the controller on but the screen looks cloudy inside. Pt said they are going to travel tomorrow. Agent sent a request to replace the controller and battery pack.